Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.045.004-us, lot: 2209p60, manufacturing site: hägendorf, release to warehouse date: 28-october-2022. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the malfunction were identified. The product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the retention pin for scrdriver short / xl25 was missing due to broken condition. The fracture surface was evaluated and no material issue was identified. In addition, the fragment was not received for evaluation. A dimensional inspection for the retention pin for scrdriver short / xl25 was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces during the procedure. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the retention pin for scrdriver short / xl25 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following source controlled drawings reflecting the current and manufactured revisions were reviewed: -retention pin - asm.

Event description:
It was reported that on (B)(6) 2024 , the threaded portion of retention pin for scrdriver short / xl25 was missing during tray setup. There was no patient involvement.